Event description:
It was reported that the device reached elective replacement indicator prematurely based on the longevity estimate. It was further reported that a longevity estimate of sixteen months was provided two months prior to the device reaching eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 48705 competitor implantable pacing lead: (B)(6) 1990. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.